Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction occurred due to a database issue. A field service engineer had created sufficient free space to access the system through remote support service in order to address the problem. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system encountered device errors and subsequently logged off the user when medications were accessed. A customer has reported that a user was unable to dispense medication due to a malfunction which had resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.